Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the tps coated flex assembly was found to be damaged. The presence of corrosion in the motor assembly and a damaged tps coated flex assembly could cause or contribute to the handpiece running on its own.